Manufacturer narrative:
There was no alleged malfunction of the device. The device was not returned for evaluation. During the (B)(6) 2012 emergency room visit, the patient evaluation included a computed tomographic evaluation of the head, angiogram of the head and neck and various laboratory blood tests. All were unremarkable. There was no previous history of stroke but there is a history of syncope. There is no indication that the subject device did not perform as intended, or that the transient ischemic attack was related to the procedure of the product. This report is being submitted in the abundance of caution.

Event description:
On (B)(6) 2012, the patient underwent an in-office balloon sinuplasty procedure using the subject device. The procedure included bilateral dilation of the frontal, maxillary and sphenoid sinuses. The procedure was accomplished without any difficulty, adverse event, or reported product malfunction. Two days following the procedure, the patient called the surgeon's office after hours and reported mild nose bleeding. The on-call physician recommended the patient cease his daily dose of plavix and alternating-day aspirin regimen. The following day ((B)(6) 2012) the patient reportedly experienced some right sided lower extremity and right arm weakness with some slurred speech. The patient was transported by ambulance to a hospital emergency room. Shortly after arriving at the emergency room, all of the neurologic symptoms resolved. A diagnosis of transient ischemic attack was made by the emergency room physicians. The patient was kept for observation, and discharged the following day with no symptoms.